Manufacturer narrative:
The reported complaint of "the thermogard xp ivtm system (sn (B)(4)) displayed mid:11 (post nvram) error message" was confirmed during the functional testing. The root cause for the reported complaint was due to defective display head as a result of normal wear and tear of the ivtm system. The thermogard xp ivtm system was manufactured on 2010 and is 9 years old, past the expected service life of 5 years. Upon visual inspection, no physical damage was observed. Unable to perform the functional testing and the event log review due to the defective display head. After replacing the display head, the ivtm system passed the functional testing without any error. Following service, the thermogard xp ivtm system passed the final testing without any error. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for thermogard xp ivtm system with sn (B)(4).

Event description:
During self-test, the thermogard xp ivtm system displayed mid:11 (post nvram) error message. No patient involvement.